Event description:
It was reported that during a surgical procedure at the user facility, the device kept spinning. The procedure was completed successfully with no clinically significant delay, no medical intervention, no patient impact and no adverse consequences. It was then reported that during equipment testing of this same device by a manufacturing service technician at the manufacturing facility, the device overheated. There was no patient involvement, no delay, no medical intervention and no adverse consequences.